Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not reproduced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" communication error occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Event description:
Additional information was received noting that the procedure was diagnostic and it was completed using a similar product. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, d8, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the b30 communication error is due to dust or scale adhering to the scope or electrical contact of the video connector of the processor, or a faulty communication wire. The root cause was unable to be identified. Olympus will continue to monitor field performance for this device.